Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement during laser lead extraction. This ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.